Event description:
Failure of equipment (tubing). Rn was priming a 250ccns bag and spiked with bd alaris tubing. The tubing completely disconnected just below the IV chamber. All of tubing was collected and product bag w/ information saved for further review.